Event description:
The customer reported that the system displayed a "bad iris pot" error message. This error prevents the x-ray function from working and it will shut the system down. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.